Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china and the former similar case, omsc surmised there was the possibility this phenomenon was attributed to the following causes; a) physical stress b) chemical stress c) bad storage environment: such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays and/or ultraviolet-rays <notes> the reported phenomenon is thought to be preventable because the instructions for safe use (IFU) says as below: operation manual: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.2 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion section. Reprocessing manual: 8.1 precautions for storage and disposal: store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. / to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. / to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 1mm2. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the channel of the subject device was leaking. During the incoming inspection at olympus (B)(4), it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.